Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The olympus representative on behalf of the customer reported to olympus, the visera hysterovideoscope had a torn lava rubber (there was exposed internal metal). The issue was found during preparation for use. There were no reports of patient harm. This report is related to report with patient identifier (B)(6). This report is being submitted to capture the associated olympus eto cap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the torn rubber could not be determined. Olympus will continue to monitor field performance for this device. It is possible that when the user attached the damaged subject accessory to the scope and performed sterilization, air was not expelled from the inside of scope to the outside and caused the rubber to break.